Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced severe body spasms and the event was attributed to the catheter. Specifically, failure to aspirate and occlusion of the catheter. It was unknown where the location of the catheter issue was. A bolus was attempted through the catheter side port, which provided no help to the patient. The day of surgery was 2015-03-15 and the patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed catheter body user related hole.

Event description:
It was reported, the patient was in withdrawal. The patient had a sudden loss of therapy. A catheter access port (cap) study was performed and no cerebrospinal fluid (csf) was withdrawn. It was stated, the "patient was in withdrawal due to catheter issue". A rotor and dye study test were not performed. The decision was made to replace both the catheter and pump. The reason for catheter removal was listed as; "break, tear, hole". The patient recovered without sequelae. The pump was used to deliver lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.